Manufacturer narrative:
The product has been requested, but not rec'd yet. The investigation results are not available at the time of this report. A follow-up report will be sent when investigation results are available.

Event description:
Rec'd medwatch via us mail on 05/04/2009. Incident described as: pt rec'd red lesion to right side of mouth following a tonsillectomy. This is the first of three different complaints from this facility. No further info available.